Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire on jaws was bent prior to use during case. Different device was used to finish case. No patient was harmed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID (B)(4). Updated section: b-4, d-10, g-4, g-7, h-2, h-10, h-11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar -2020 through feb -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 /13 & 22) the device was returned to the factory for evaluation on 03/02/2022. An investigation was conducted on 03/09/2022. A visual inspection was conducted. Even though it was reported that the event happened during preparation, signs of clinical use and heavy evidence of blood was observed on the heater wire. The jaws of the device were observed to be closed. The shaft of the device at the base of the harvesting device was observed to be bent at a 90 degree angle. The heater wire was observed to be intact, no visual defects were observed on the heater wire. A mechanical evaluation was conducted. The blue toggle was manipulated to open the jaws. The jaws were unable to be opened with manipulation of the blue toggle. No electrical testing was conducted due to the damage of the shaft. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent shaft" as well as the analyzed failure "mechanical issue-jaws".